Manufacturer narrative:
H.3 evaluation summary. The high voltage impedance anomaly was confirmed. The device had damage to the igbts in the output module. The damage observed in the output module was typical of a device delivering into a low impedance lead. An arc mark was found on the can, but it was not determined if the lead made contact in this area creating a low impedance. It is believed that the device delivered that the device delivered into a low impedance causing a high current through the output module and damaging the ibgts.